Event description:
(B)(4). I received essure in 2007. I complained about bad menstrual cramps and heavy bleeding. My doc. Put me on the birth control pill. I quit taking it for awhile and lived with the problems. For the past almost 6 years my problems have been severe. I have to miss work due to the cramping and blood clots that gush out and are so large. I have constant pain in my pelvis. Mainly on the right side. I have made trips to the urgent care for these problems in the past. Last year in (B)(6) I couldn't take it so again I made an appointment with my doc. She sent me for a ultrasound. My uterus lining is abnormal 20mm. I had fibroids. There is something in the right side of my uterus that looked like a iud said the tech. But I have never had an iud. She said it did not look like my essure. There was no mention of my left coil. My doc. Said that maybe she wasn't experienced enough so everything was probably fine. I do not feel fine. I had a dnc to remove the thick lining and fibroids in (B)(6) 2014. Since them I feel worse not better my periods have also been irregular for the past 3 years coming every 3 weeks. Cramps that feel like labor contractions. It has lowered my sex drive because of the bleeding and pain. I have another ultrasound this month and I am going to beg the tech. To try and find the coils now that I know how many people have had there coils migrate.